Event description:
Procedure type: prostatectomy. Reportedly, after the procedure, the foam collar was believed to have been left inside the pt. The pt had already been under anesthesia for 6-7 hours, the surgeon looked, but could not find anything inside the pt. A CT scan was performed at a later date, but did not find anything and the doctor does not believe there is anything left behind. The pt is aware and has been discharged. No pt injury was reported.